Manufacturer narrative:
It was confirmed that the stylus and display were not aligned. The connection between the printed circuit board (pcb) and the display overlay was re-seated. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unresponsive to the stylus. Two styla were attempted, but the issue persisted. The programmer was returned for service. There was no patient involvement.